Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that 2 days ago, when patient was about to charge their implantable neurostimulator (ins), patient mentioned seeing batteries low replace controller batteries soon message. Agent reviewed the message to the patient however, patient mentioned that they have always had problems with the battery and that whenever they would call, patient services would not listen and would not help. Agent wanted to start doing the troubleshooting however, patient insisted on replacing the battery despite the agent's explanation. Agent sent a request to repair to replace the battery pack. Additional information was received from a patient. They reported that they received the replacement battery pack; however, the issue had not been resolved. Patient reported they were still seeing batteries low replace controller batteries soon and also reported seeing rm05, poor recharge quality, and recharging ended lost connection. Patient commented they have had nothing but problems with this since the day they got it. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient confirmed cords fit securely in port. Agent had patient reset the controller and connect the recharger. Batteries screen displayed with the controller at 90% and implant at 50% recharging excellent. While still on the call, charge quality disappeared and then displayed as good. Patient commented sometimes the paddle would get very warm and cause the implant to get warm; patient stated they were told to leave the recharger on for an hour and then take it off no matter how much they were charged up. Agent reviewed charge temperature, which was set at 4. Patient added the past couple of times they've charged the implant they have had to lay on their stomach to get a good or excellent connection. Patient then reported batteries low replace controller batteries soon appeared. Agent sent request to repair for replacement recharger. Patient mentioned having xrays not too long ago which confirmed the wires inside of them were fine.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: m995402a001, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) product type recharger. Product ID m995402a001 serial# (B)(6) product type was returned and the analysis found record the two values: - the highest number (100) - the low number (100) passed all bench tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.